Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: a review of the pump¿s black box showed multiple cs 088 call service alarms. During testing, the pump successfully completed the ez-prime¿ steps. During 24-hour duration testing, the pump alarmed with the cs 088 call service alarm. The pump¿s cover was removed and moisture corrosion was found on the printed circuit board. Unrelated to the complaint, investigation revealed the following issues: the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit securely. The display screen was dim and reddish.